Manufacturer narrative:
This regulatory report is being submitted due to retrospective review through CAPA 624392. Product analysis: upon receipt of the suspect complaint device at medtronic¿s quality laboratory, visual analysis showed the handle appeared intact. The device was received with the capsule fully closed. The deployment knob appeared to retract and advance the capsule. The trigger moved to fully advance and retracted positions and locked in place when released. The tip-retrieval mechanism appeared intact. The device was returned with the end cap/screw gear snap fit connected. There was damage observed on the threading of the screw gear. Delamination was observed over the nitinol reinforcing frame along the proximal end of the capsule. The inner member shaft and spindle hub appeared intact with no evidence of damage. An evolutr 26mm valve was loaded onto the delivery catheter system (dcs) without issue. On retraction of the capsule via the rotation of the deployment knob, the valve deployed as expected without issues. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that during implant of this transcatheter bioprosthetic valve, the delivery catheter system (dcs) was repositioned three times and was too low each time. After the third recapture, the capsule of the dcs would no longer open. When the deployment knob was turned, there was no difficulty turning the knob but the capsule did not respond. The dcs was removed from the patient and the valve was recovered with the dcs in a straight state without any curvature of the dsc. There was no dcs capsule damage. A new dcs and valve were used to complete the procedure. Of note, there was a ¿normal¿ amount of native aortic valve calcification. The valve position was horizontal at approximately 60 degrees. No adverse patient effects were reported.